Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia with a blood glucose of 79 mg/dl, 54 mg/dl and 49 mg/dl. The customer treated the low blood glucose with candy. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer reported they do not use auto mode. The customer does not allege the insulin pump was over delivering. The customer also had an issue with the auto mode readiness. The insulin pump will not be returned for analysis.